Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 15 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to persistent effusions and metal allergy. The surgeon reported a large effusion cam from the knee joint, and an extensive synovectomy was performed. He indicated the femoral component was removed, followed by the tibial component. The patella was not revised. The patient was implanted with a competitor system and smartset bone cement x 2. There were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017; (rt knee).